Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was refilling their cartridge. Tandem technical support educated the customer that this is off label. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 175 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.